Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). H3: device evaluated by manufacturer: change ¿no' to 'yes'. One certain® low profile one-piece abutment 3.4mm(d) x 4mm(h) (ilpc344u) was returned for investigation. Visual evaluation of the as returned product identified no apparent signs of malfunction or fracture. Functional testing was not performed due to the nature of the device and reported event. No pre-existing conditions were noted on the per. The device was intended for an unknown tooth location. Review of appropriate documentation: document reviewed: biomet 3i restorative products IFU (p-iis086gr) rev f - october 2019. Per the applicable IFU, it is stated that improper technique and overloading can lead to device failure. DHR review: DHR review for the lot (2019091743) had revealed no deviations nor non-conformances which could have caused or contributed to the reported event. All products were conforming at the time they left zimmer biomet. Lot was inspected and passed all acceptance criteria by qa. Complaint history review: complaint history review was performed for the reported lot number (2019091743) for similar events (complaint category keywords: fracture: screw) and no other complaint was identified. Post market trending review: october post market trending was reviewed and there were no actionable events or corrective actions for the reported event or product. Therefore, based on the available information, device malfunction did not occur and the reported event was unconfirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4).

Event description:
Doctor reported screw fracture.